Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided. Sid: (B)(6) (67 year old female); (B)(6) 2023; initial result: 0.33 ng/ml (critical); repeat results: 0.04 and 0.03 ng/ml (normal). Normal ranges: normal = </= 0.03 ng/ml; intermediate = 0.04 - 0.29 ng/ml; critical = >/=0.3 ng/ml . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided. Sid: (B)(6) (67 year old female), (B)(6), 2023, initial result: 0.33 ng/ml (critical), repeat results: 0.04 and 0.03 ng/ml (normal). Normal ranges, normal = </= 0.03 ng/ml, intermediate = 0.04 - 0.29 ng/ml, critical = >/=0.3 ng/ml no impact to patient management was reported.

Manufacturer narrative:
After further evaluation of the customer issue, the suspect medical device was updated on april 5, 2023. MDR number 1415939-2023-00028 has been submitted for the new suspect medical device and all further information will be documented under that MDR number. H3 other text : refer to section h11.